Manufacturer narrative:
Two 72213n-0006 samples from lot 22089551 were received in opened packaging for investigation; no residual fluid was detected in the device. The feedback provided by the customer suggests contamination was detected on the spike component. As visual inspection of the photographs and the returned samples confirmed the experience as a grease like substance was detected on the spike of both samples. This substance could be removed by wiping away with a cloth. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the contamination was likely to be residual lubricant from the mould tool that has inadvertently come into contact with the spike component during the injection moulding process. After maintenance of the machinery, it is possible for residual lubricant to remain within the cavity of the moulding tool; however, following such activities the initial moulded components are typically segregated and discarded. In this instance it appears that the affected component was not segregated due to human error and was not identified during subsequent assembly steps. A review of the production records for lot 22089551 did not identify any in process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product.

Event description:
It was reported that bd secondary set had foreign matter within fluid pathway. The following information was received by the initial reporter with the verbatim: customer reports 3-4 setts of 72213n-0006 have contamination on the bag spike.